Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon revised a tkr. Reason for revision was pain and loosening. Surgeon removed femur, tibia and poly insert implants which were well fixed and in grown. Cementless femur appeared to be implanted in flexed position which left a gap between the anterior distal femoral bone and the implant. Posterior femur had very good bone in growth and was difficult to remove. Attune revision implanted. Patella was left in-situ. There was no surgical delay. Affected side: right.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: revised tkr from [year] by [surgeon] reason for revision was pain and loosening. [Surgeon] removed femur, tibia and poly insert implants which were well fixed and in grown. Attune revision implanted. Patella was left insitu. The product was not returned to j&j medtech orthopaedics. However, photos were provided for review. The photo investigation revealed what appears to be organic material and bone in-growth on the anterior portion of the distal femoral component, it is worth mentioning that an uneven fixation can be seen, which, may be an indicator that the implant was not in the proper position, however, since no x-rays were provided and the absence of chronological evidence for review, implant misposition cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the attune fem nar por cr rt sz 6 would no have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H.11. Additional narrative: added: d10 (concomitant).